Event description:
On (B)(6) 2019, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging that her onetouch ultramini meter was reading inaccurately high compared to her feelings and/ or normal results. The complaint was classified based on customer service representative (csr) documentation. The patient reported that the alleged product issue first started at an unspecified date and time in (B)(6) 2017 when she obtained an alleged inaccurately high result of ¿about 400 mg/dl¿ compared to her feelings and/ or normal results. Meter to feelings/ normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of an inaccuracy. The patient manages her diabetes with insulin ¿ self adjuster and reported that, in response to the alleged product issue, she took an increased dose of insulin according to her sliding scale based on the result obtained. The patient reported that at an unspecified time after the start of the alleged product issue, she began to develop the symptoms of ¿shaking and sweating¿. She denied receiving any treatment beyond her usual routine of diabetes management in response to these alleged symptoms. During troubleshooting, the csr verified that the test strips had been stored correctly and had not expired. The csr was unable to walk the patient through a control solution test as the patient did not have any control solution. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking an increased dose of insulin due to an alleged inaccurately high blood glucose result obtained with the subject meter.